Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient heard an audible alarm and went to the emergency room. It was determined the lead displayed high impedance and possibly a fracture. The sensing integrity counter was at 104. Re-programming of the lead to an integrated bipolar configuration was done; there was no sign of noise and the impedance was within normal range. Following, the patient was hospitalized for close monitoring. The lead remains in use. No patient complications have been reported as a result of this event.